Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to perforation. Shortly after implant procedure ended, the rv lead exhibited loss of capture and the patient heart rate decreased. The patient experienced asystole, with no specified duration, and the perforation was confirmed. Following the lead reposition, a pericardial effusion was evidenced via echo. A pericardiocentesis was performed to solve the effusion and the patients hospitalization was extended a day. No additional adverse patient effects were reported.